Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 49 to 56 mg/dl at the time of the incident. The customer was at 86 mg/dl at the time of discharge, and 120 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as a massive headache. The customer was wearing the insulin pump during the incident. The hospital staff told the customer that the pump was malfunctioning, and the customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer was having sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis. Pump passed functional testing.